Event description:
Medtronic temporary pacemaker, model 5388, placed on post open heart surgical pt. Pacer was in "aai" mode. Pacer was inhibited from pacing due to far field sensing of ventricular (r) waves. The problem occurs due to the relatively short, fixed refractory period for the atrial pacing circuitry. Pt heart rate and cardiac output were seriously compromised.